Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. Further follow-up with the clinic indicated that the icm was recently checked and is now working correctly; no issues found. The icm remains in use. No patient complications have been reported as a result of this event.